Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/17/2018. Investigation summary: it was reported performance pull off suture needle. A empty folder, a dispensed needle suture and a detached needle were received for analysis. This product code is double armed. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. In the inspection of the needle/suture combination, the swage and attachment area were as expected. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition the assignable cause of the needle pull off, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a ptosis procedure on (B)(6) 2018 and suture was used. During use, the needle popped off without any tension. Case completed with another device of the same product code. There were no adverse patient consequences reported. No additional information was provided.